Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluationthe customer's report was observed during review of the device activity log. However, the device was put through extensive testing without duplicating the report. The customer has placed an order for a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault - 501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.